Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned that they received the recharger related on this case. Patient mentioned that using the replacement recharger they encountered software problem and rm04 messages when trying to recharge. Patient took a photos of the message they received. Patient said that it would charge a while but then it will quickly stopped. Patient went to recharge the ins and says that it was recharging but shows that the controller battery was in red. Agent advised to let the controller charged first before continuing the troubleshoot. Agentwill call back to continue troubleshoot. Agent called back and patient confirmed controller battery at 90%. Agent walked the patient through in recharging implantable neurostimulator (ins) but controller shows connect the recharger message when it was already plugged in. Patient mentioned that are getting low battery messages. Patient mentioned that they notices screws are getting loose on the bottom of the controller and they tighten up with a screwdriver. A request was sent to repair to replace the controller.

Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that recharger will not charge the implanted neurostimulator(ins). Patient reported seeing a message the other day to call medtronic. Patient also reported the screen does not recognize when the cord is plugged in and the recharger would get really hot. The issue started one day last week. Patient called the representative who was not available and gave her someone else's number to call. Patient spoke to the representative on friday and was told to call patient services. During the call patient attempted to recharge the implant and reported seeing no device found. Patient tapped recharge, saw position recharge over the implant and tapped continue which then prompted screen 66 - battery low recharge the implanted the device soon. Patient then saw poor recharge quality. Patient confirmed no physical damage on recharging antenna. A replacement recharger telemetry module (rtm) was sent out due to chronic recharging issues, controller/recharge not recognizing one another and the recharger getting hot. Patient mentioned they had the recharger replaced in the past.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.